Event description:
70-year-old male with a history of hypertension, type 2 diabetes mellitus, hyperlipidemia, coronary artery disease, and dementia. Presented with chest pain and syncope. Event summary: the patient was transported to the cath lab and had a temporary pacing wire placed. He underwent emergent coronary angiography that demonstrated multivessel coronary artery disease with occluded proximal right coronary artery (rca). Angioplasty to the rca was performed. The temporary pacing wire was removed and a pulmonary artery catheter was placed and revealed right ventricular (rv) cardiogenic shock with papi 0.67 and cardiac output 2.2 l/min. A decision was made to implant impella rp flex for right-sided mechanical circulatory support. Following implantation, the patient tolerated weaning of inotropes and vasopressors with an associated decrease in lactate from 2.9 to 1.5. The next day, he returned to the cardiac catheterization laboratory for temporary pacing wire placement and replacement of a pulmonary artery catheter. Approximately three hours later, the patient experienced cardiac arrest; CPR was initiated. Bedside echocardiography demonstrated cardiac tamponade. Pericardiocentesis was attempted with minimal blood aspirated. The patient expired while on impella rp flex support. The impella rp flex will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most liely due to the underlying critical clinical condition. Detailed event chronology: day 0 ¿ presentation and index procedure. Presentation: chest pain and syncope. Cardiac cath findings: multivessel cad, proximal rca occlusion. Intervention: rca angioplasty performed. Rhc hemodynamics consistent with rv cardiogenic shock: papi: 0.67. Cardiac output: 2.2 l/min. Decision: impella rp flex implantation for right-sided mcs. Immediate post-implant course: inotropes/pressors weaned successfully. Lactate improved from 2.9 1.5. Patient hemodynamically improved on rp flex support. Day 1 ¿ additional procedures: returned to cath lab for temporary pacing wire placement and replacement of the pa catheter. Post-procedure: returned to unit. ~3 hours post-procedure ¿ arrest and deterioration patient coded; CPR initiated. Bedside echo revealed cardiac tamponade. Pericardiocentesis performed with minimal blood return. Despite resuscitative efforts, the patient expired on rp flex support.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
On march 10, 2026 abiomed became aware that the incorrect device associated with this event was erroneously submitted with the initial report. This report has been updated with the correct device information. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 serial number updated.